Event description:
The customer reported via phone call that the tape overlay was detaching from the sensor. Customer reported having adhesive issues with their sensor. Customer also reported having issues taking the needle out. It was also found the customer had a sensor error alerts with the sensor. Customer also reproted their blood glucose was 275 mg/dl and later declined to 40 mg/dl. Customer reported their blood glucose rose to 53 mg/dl later in the day. The customer declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.